Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "this morning I drew some blood and found it odd when trying to spin the blood down. It looks different in the tube after I spun the blood and the serum didn¿t seem to separate. It was 48 degrees in the lab and was wondering if the tubes had been affected by temperature."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to confirm the customer¿s indicated failure mode without photos or samples provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "this morning I drew some blood and found it odd when trying to spin the blood down. It looks different in the tube after I spun the blood and the serum didn¿t seem to separate. It was 48 degrees in the lab and was wondering if the tubes had been affected by temperature."